Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-measurements were performed via transesophageal echocardiography (tee) and the laa ostium was noted to be small, measuring 13.5mm. Trans-septal puncture was performed mid-mid stick with a versacross connect and the laa was canulated with a 6fr pigtail catheter. An appendogram was obtained and a 20mm watchman flx closure device and delivery system (wds) was advanced to the laa. The 20mm watchman flx closure device was deployed and 4 partial recaptures and 1 full recapture were performed. With each deployment attempt, the 20mm watchman flx closure device would pop out of the laa, without anchor engagement. At one point, the blood pressure became soft, and an effusion sweep was performed but no pe was identified. The 20mm wds was exchanged for a 24mm wds. The 24mm wds was advanced to the laa and deployed. After the second deployment and tug test, the patient's end-tidal co2 (etco2) dropped from 35mmhg to 20mmhg. An effusion sweep was performed, and a massive pe was noted at the apex of the heart. A pericardiocentesis tray was opened and the physician verbalized wanting to stabilize the patient and try to implant the 24mm watchman flx closure device. The implant attempt was aborted, and protamine was administered. Cardiothoracic surgeons were called to the laboratory. Prior to surgical staff arriving, a total of 4,800ml of blood was drained. Open-heart surgery was performed and a 4mm tear was located on the inferior-lateral aspect of the laa. The laa was ligated. The patient received several units of blood and was transported to the critical care unit (ccu) in stable condition. It was suspected that the perforation occurred during the tug test of the second deployment of the 24mm watchman flx closure device.